Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Weight - race :unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted, and high diopter myopic was observed. Reportedly, "a very high diopter myopic patient who wore only spectacles prior to evo surgery experiencing poor postoperative adjustment to vision. She attributed it to the shift in correction from the spectacle plane to the evo icl near nodal point correction in this high diopter case that did not use contact lenses prior to surgery."